Event description:
It was reported that this same issue occurred twice on this same (B)(6) male pt. See MDR 1036844-2013-00182 for the first report. In the uti, difficulty was met when removing the swg from the catheter placed in the pt's right jugular which resulted in the swg unraveling. As a result, a new third kit was opened and used without issue. A delay was reported, however, there was no harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.